Manufacturer narrative:
(B)(4). It is indicated that the stent remains in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with placement of a 2.75 x 28 mm xience xpedition stent in the mid left anterior descending (lad) artery. On (B)(6) 2015, the patient was re-hospitalized with chest pain. A heart catheterization was performed and noted 60% restenosis within 5 mm of the implanted xience xpedition stent. A revascularization procedure was performed on (B)(6) 2015 with stent implantation in the proximal lad. Patient condition resolved on (B)(6) 2015. No additional information was provided.